Event description:
The facility reported to baxter that the reservoir of an intermate sv 100 device looked ripped/torn. The device was initially filled with tobramycin (13.5 ml of 5.4 mg/ml concentration). Later, as 85 ml of normal saline was added into the device, it was noticed that fluid was leaking from the reservoir into the bottle. The customer stated they could visibly see a slit in the reservoir. There was no patient injury or medical intervention necessary as this event did not occur during patient use. During product evaluation by a baxter technician, the reported condition was confirmed as a ruptured reservoir. No additional information is available.

Event description:
On (B)(6) 2010, the customer contacted leica microsystems regarding reagent management on peloris tissue processor (B)(4) and informed that an incident had occurred on (B)(6) 2010 in which the tissue was poorly processed and two patients had to be re-biopsied.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of an intermate sv 100 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. The root cause of this issue is currently being investigated under CAPA number (B)(4). A batch review was performed finding no exception/ nonconformance report were documented for this lot. All release criteria were met for the build of the lot.